Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2015; 5071-35 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing noted during stored episodes in the ventricular tachycardia (vt) zone. The atrial lead remains in use. No patient complications have been reported as a result of this event.